Manufacturer narrative:
No product returned. Because no device or device logs were returned or expected to be returned, no failure investigation could be performed. The root cause of the customer's experience was not identified. Td requested however not provided at this time.

Event description:
It was reported that the customer is replacing (8) pcu front cases with keypads. Although requested there was no additional information provided by the customer at this time.

Manufacturer narrative:
After further review, this complaint is no longer reportable as the file is a duplicate file.

Event description:
It was reported that the customer is replacing (8) pcu front cases with keypads. Although requested there was no additional information provided by the customer at this time.